Event description:
A introducer sheath was placed in the right femoral artery for use with preboa-pro catheter in the emergency department in a patient who presented as a level one trauma alert. Patient had a seizure and was reported to have been involved with a motor vehicle collision the day before but did not seek medical attention. In the trauma bay, patient was hypotensive despite receiving blood products. The reboa catheter was used due to the hypotensive state of the patient, and the surgeon was concerned of missing a retroperitoneal bleed after a negative fast exam. After a CT scan showed no obvious traumatic injuries, the reboa catheter was removed without issue and the sheath remained in the patient. Of note, her blood pressure had been labile throughout the hospitalization, and a source of her hypotension, mental status, and poor perfusion was being investigated. The right leg was later found to be cold and pulseless. Approximately 2 hours after the reboa was deflated, a follow-up CT angiogram (cta) of the lower extremity showed a thrombosed/occluded external iliac artery (from the right common iliac bifurcation and likely extending to the tip of the arterial sheath) though they could not exclude the possibility of a dissection. The surgeon stated that placement of the sheath likely caused or contributed to the formation of the thrombus. Another potential cause for the thrombus was the potential dissection of the opposite side of the intima from the sheath entry point due to the patient being so hypotensive and having collapsible vessels. A right pelvic sidewall hematoma and new small hemoperitoneum was also found on the follow-up cta. Vascular was consulted and took patient immediately to the or for endovascular recanalization of the right external iliac artery to improve perfusion. In the operating room, the patient became increasingly unstable and arrested. CPR, medical resuscitation, and defibrillation were carried out with no return of spontaneous circulation and the patient was pronounced dead. The surgeon stated that the sheath was not responsible for the death of the patient, and the patient was actively dying prior to going to the or. There was no confirmed deficiency with the prytime product exhibited in this case. There was no reported or alleged failure of the kit components including the introducer sheath, the kit, or its labeling.